Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial began (B)(6) 2021. It was reported that they were feeling numb from a prior unrelated surgery, but they felt like it had gotten to feel more numb. They thought they had pulled a wire out of place. They did not want to change program out of concern for the wire. The issue was not resolved at the time of report.